Event description:
Customer alleged a blood glucose result of 0 mg/dl when performing blood glucose tests on the aviva system. A 0 mg/dl is below the range of the device, and the device should report the result as "lo" for any result less than 10 mg/dl. The customer reported no symptoms, treatment, or action based on the results. No serious adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.